Event description:
After viscoelastic removal and withdrawal of irrigation/aspiration probe from a 2.4 cm corneal incision, marked anterior chamber shallowing causes intraocular lens to partially come out of capsular bag.